Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device evaluation: the reported device was not returned to cook inc. For evaluation. Investigation: a document-based investigation reviewed the following: instructions for use, quality control and manufacturing instructions. A review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. A complaint history search was also unable to be performed due to the lack of a lot number. Conclusion: per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. There is no evidence to suggest the finished product was not made to specifications. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Unknown - 5fr 8cm triple lumen cvc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the red hub on a 5fr 8cm triple lumen central venous catheter placed on (B)(6) 2018 was found cracked on (B)(6) 2018. The line was infusing tpn and utilized a t-connector. The line was removed and replaced on an unknown date. To date, additional information with regards to the patient, event and device have been requested from the facility but not yet provided.